Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that the infusion pump had a downstream occlusion (dso) sensor defect. There was no patient involvement.